Event description:
The clinician reports, that the implant was inserted (B)(6) 2015 in ada 6 of the patient's mouth. Details of surgery are reported as follows: primary stability was not achieved. On 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain. No further patient complications were reported.